Event description:
On (B)(6) 2012 the patient contacted the animas corporation and reported the audio bolus button to be intermittently responsive. The patient claimed the issue began around (B)(6) 2012. The patient reportedly wore the pump in a case attached to a belt and cleans the pump with a damp paper towel. There was no damage or moisture exposure reported. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2012 . Device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on examination, the keypad was noted to be peeling from the bottom of the keypad and the audio bolus button was torn. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. All of the keypad buttons were responsive when tested. The audio bolus button was difficult to push, but was responsive when tested. The keypad cover was removed for investigation and revealed contamination under the contact of the contrast button.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.